Manufacturer narrative:
Concomitant medical products: pxc141400/06603644, pxl161007/06772203 and pxa230300/06501919. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Device UDI (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After trunk-ipsilateral leg and contralateral leg components (pxt231418/06551039 and pxc141400/06603644) were deployed, aortic extender and iliac extender components (pxl161007/06772203 and pxa230300/06501919) were implanted for proximal and distal extension of the endoprostheses. The procedure was successfully concluded without endoleaks. In 2012, aneurysm enlargement was revealed due to a suspected type ii endoleak originating from a lumbar artery. Exact amount of enlargement was reportedly unknown. A reintervention was performed whereby an aortic extender component was implanted and the aneurysm was embolized using n-butyl-2-cyanoacrylate (nbca). Another follow-up study was performed after the reintervention, confirming that the aneurysm had continued to expand (exact amount of enlargement was unknown). The patient has currently been monitored with aneurysm enlargement.

Manufacturer narrative:
B5: describe event or problem updated the event description. D7: date of device explant put (B)(6) 2018 as the date of device explant. H6: code 22 according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement and surgical conversion.

Event description:
On (B)(6), 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After trunk-ipsilateral leg and contralateral leg components (pxt231418/06551039 and pxc141400/06603644) were deployed, aortic extender and iliac extender components (pxl161007/06772203 and pxa230300/06501919) were implanted for proximal and distal extension of the endoprostheses. The procedure was successfully concluded without endoleaks. In 2012, aneurysm enlargement was revealed due to a suspected type ii endoleak originating from a lumbar artery. Exact amount of enlargement was reportedly unknown. A reintervention was performed whereby an aortic extender component was implanted and the aneurysm was embolized using n-butyl-2-cyanoacrylate (nbca). Another follow-up study was performed after the reintervention, confirming that the aneurysm had continued to expand (exact amount of enlargement was unknown). On (B)(6), 2018, an open abdominal surgery was performed whereby initially implanted endoprostheses were explanted. On (B)(6), 2018, the patient was discharged from the hospital with good health condition.